Event description:
It was reported that customer called an ambulance and was taken to the emergency room (ER) and was subsequentially submitted to intensive care unit (ICU) due to low blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "low"; however, a specific bg value was not provided. While in the ICU, the customer was treated with 300 ml of intravenous glucose, glucose gel injections and a saline drip. Once the customer's bg levels were back to normal, customer reverted to manual insulin injections for insulin therapy. The customer was released from ICU with the reported issue resolved and no permanent damage on (B)(6) 2026. The customer alleged at the time of report that the pump delivered multiple bolus without user interaction. At the time of report, allegation could not be confirmed, and no additional information was provided.